Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). Allergan has not received the product at this time. Therefore no analysis or testing has been done.

Event description:
Patient was asked "what problem does your baby have?" And the patient reported "a birth defect (congenital anomaly or malformation), specify - short or light frenulum." This event is side non specific. No treatment was indicated and the device remains implanted. This is for the left side device. Please refer to MFR: 9617229-2015-00109 for the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional additionally reported "reoperation" due to a "deflation/rupture." Device has been explanted.